Event description:
It was reported that two needles of the same lot had leaks discovered during the prep phase. Two icepearl 2.1 cx 90 degree needles from the same batch were selected for treatment of renal cell carcinoma. During the prep/testing phase, while outside the patient, the needles were fully submerged in saline for integrity testing and a gas leak was found near the needle tip of both needles. It was further noted that one of the needles also had a leak at the shaft to needle joint. Two new needles were tested and used to complete the procedure successfully without sequela.

Manufacturer narrative:
Device eval by manufacturer: the complaint device was returned for product analysis. There were no visual deficiencies found with the returned needle. The needle was tested for a gas leak and bubbles were seen from the needle shaft handle joint (no leak was seen from the tip of the needle), and disassembly of the needle found a crack in the glue at the connection of the needle handle to the shaft.

Event description:
It was reported that two needles of the same lot had leaks discovered during the prep phase. Two icepearl 2.1 cx 90 degree needles from the same batch were selected for treatment of renal cell carcinoma. During the prep/testing phase, while outside the patient, the needles were fully submerged in saline for integrity testing and a gas leak was found near the needle tip of both needles. It was further noted that one of the needles also had a leak at the shaft to needle joint. Two new needles were tested and used to complete the procedure successfully without sequela.